Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test fo unexpected restart alarm due to no button response. The insulin pump had cracked case at display window corner, cracked reservoir tube and broken reservoir tube lip. No crack noted on display window or on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.